Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -9.0/1.0/24 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. Intraoperatively the lens was removed and a replacement lens of shorter length was implanted and this resolved the problem. The cause of the event was reported as unknown.